Manufacturer narrative:
H.6. Investigation: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. DHR could not be performed due to unknown lot#. The complaint could not be confirmed and the root cause is undetermined. See h.10.

Event description:
It was reported that unspecified bd¿ q-syte had flow issues, air bubbles, leakage, blood exposure, damaged product, damaged septum, and foreign matter. The following information was provided by the initial reporter: material no: unknown batch no: unknown it was reported via post market survey that there were reports of localized infections (13), slow flow rates (78), flow rate occluded (412), leakage (126), clinician exposure to blood (9), iso compliant devices unable to attach to q-syte septum (4), septum lifts up at rim or becomes unglued (6), hemolysis (10), foreign matter on device (18), air bubbles / air in line (6), blood reflux (20), accidental disconnection (15), and difficulty inserting bolus (20).

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that unspecified bd¿ q-syte had flow issues, air bubbles, leakage, blood exposure, damaged product, damaged septum, and foreign matter. The following information was provided by the initial reporter: material no: unknown batch no: unknown. It was reported via post market survey that there were reports of localized infections (13), slow flow rates (78), flow rate occluded (412), leakage (126), clinician exposure to blood (9), iso compliant devices unable to attach to q-syte septum (4), septum lifts up at rim or becomes unglued (6), hemolysis (10), foreign matter on device (18), air bubbles / air in line (6), blood reflux (20), accidental disconnection (15), and difficulty inserting bolus (20).